Event description:
The account alleges that foot section has unintentional movement.

Manufacturer narrative:
The technician replaced the right hand inner patient control board, which resolved the issue. The bed operates normally. (B) (4) this effort will continue until we are current.